Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical antibiotics (date and duration not reported). The implanted device remains.